Event description:
It was reported that the product was not working with multiple batteries during a surgical procedure, which caused a delay of over 45 mins. The pt was given additional anesthesia, but there were no adverse consequences to the pt due to the additional anesthesia administered. Another device was used to complete the procedure.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported conditions causing the delay were duplicated. Based on the investigation details, the likely cause was problems with the e-box, which was replaced along with other components. The device received a clean, lube, and adjust. Svc will repair and return the device to the customer.